Manufacturer narrative:
Investigation: four picture samples and one unused sample belonging to lot number 1805112 were received for evaluation by our quality engineer. A device history record review was performed for the provided lot number and the review did not reveal any detected quality issues during the production process that could have contributed to this incident. Through visual inspection of the picture samples, it was difficult to identify the point of leakage as the drug was transparent, however, signs of leakage were observed as small drops were shown within the bag. In addition to the returned sample, two retained samples of the same lot number were obtained for investigation. Visual inspection of the physical samples did not reveal any defects. The protectors all properly fit the vials and through functionality testing, no signs of leakage were observed. Based on the investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported with the use of the bd phaseal¿ protector (p14) there was an issue with leakage between the protector and vial.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd phaseal protector (p14) there was an issue with leakage between the protector and vial.